Event description:
It was reported during implant procedure that the lead had an hvb impedance greater than 200 ohms and the device could not read the hvb impedance on two rv leads. Neither of the leads were implanted and the ICD was also exchanged for another device. The doctor did not feel comfortable with the leads after the numbers they got during implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. (B) (4) no anomalies were found however, a visual inspection noted that the distal conductor was distorted. (B) (4) no anomalies were found however, a visual inspection showed that the outer insulation was breached/cut.